Event description:
"Caller alleged discrepant results compared with the lab on two pts. Results as follows:" date: (B)(6)2009: patient #1; inratio: 1.3; lab: 1.69. Date: (B)(6)2009: patient #2; inratio: 1.7; lab: 2.98. Caller also reported 2nd pt's previous inr readings on the meter were 1.2, 2.8, 1.2, 1.7, 2.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009; patient 1; inratio: 1.3; lab: 1.69; mean: 1.50; confidence limits: 1.1-1.9. Date: (B)(6)2009; patient 2; inratio: 1.7; lab: 2.98; mean: 2.34; confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. Inratio precision data provided by end-user lot: date: (B)(6)2009; 1st inr = 1.20; 2nd inr = 2.80; 3rd inr = 1.20; 4th inr = 1.70; 5th inr = 2.10. Inratio meter: mean: 1.80; sd: 0.67; %cv 37.47. Since 37.47% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested when it is returned. Meter and strips were returned to biosite for testing. Functional testing on meter passed. In-house accuracy test: test date: donor 3 ((B)(6)2009); donor 4 ((B)(6)2009). (B)(4). The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established. As of 08/17/2009, 11 discrepant results complaints were reported for lot #211586 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.